Event description:
It was reported that high capture threshold and high pacing lead impedance was observed. The lead was capped and replaced. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.